Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for about 2 years patient has had implanted an sacral neurostimulator under the skin. After some time it started to bother patient with pain and burning, and it was necessary to 2nd repositioning surgery, because the stimulator was about to be expelled or outside, in fact, the electrode was clearly visible outside an opening in the skin. After 1 month from this last surgery, the same thing happened again, and this time also the one side it is visible that an opening of the skin has been created. Now the doctor who follows patient wants to reimplant it under the muscle fascia.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.